Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure when cutting and suturing the lungs, the device could not be fired. The jaws could not be opened and was locked on tissue as well. The device was disconnected to the tissue with a knife. It was also stated that the staples fell into the cavity of the patient. Another reload was used to complete the case. The issue resulted to permanent tissue damage. More tissues of the lung was cut and taken out. The surgical time was also extended for 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung lobectomy, when cutting and suturing the lungs, the firing was half done and the device could no longer be fired. The jaws could not be opened and was locked on tissue as well. The device was disconnected to the tissue with a knife. It was also stated that the staples fell into the cavity of the patient. Another reload was used to complete the case. The issue resulted to permanent tissue damage. More tissues of the lung was cut and taken out. The surgical time was also extended for 30 minutes or more.